Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a improper connection. The technician reseated the connection between the touch screen and the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) displayed an error message during priming. There was no patient involvement.